Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing threshold, measuring 4.5 volts (v) at 0.5 milliseconds (ms), due to micro dislodgement. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported. According to the additional information, micro-dislodgement was suspected based on findings detected by measured values, and an x-ray revealed the lead not in similar location from original implant.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing threshold, measuring 4.5 volts (v) at 0.5 milliseconds (ms), due to micro dislodgement. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.